Event description:
Post-op bleeding occurred on two (2) adult pts following a tonsillectomy and adenoidectomy. This report is for pt #1.

Manufacturer narrative:
The facility did not retain the device and did not provide a lot number for the tna device. Therefore, an investigation of the lot history file of the device cannot be conducted. Pt #1: returned to hospital 6 days post operatively following a tonsillectomy and adenoidectomy with bleeding from adenoid fossa. Bleeding characterized as minor and cauterized with silver nitrate via a cotton applicator in the ed. Add'l f/u at three weeks post-bleeding was unremarkable. Physician stated that a combination of technique and pt's difficult anatomy was likely source of adverse event and not the plasmablade. End of report. See scanned pages.